Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during monitoring of a patient, the cable to the device was inadvertently and forcefully disconnected when a staff member's legs became entangled in the cable. When the cable was reinserted into the device, the device would not recognize the cable. There was no report of negative patient impact.